Event description:
It was reported that the physician was implanting a gore viatorr tips endoprosthesis. The deployment line was pulled and the device was partially deployed, complete deployment was not possible. The physician pulled the device back in the sheath and removed the system completely. A second viatorr device was advanced and also partially deployed. The physician pulled the device back in the sheath and removed the system again. The physician decided to use another 12 fr sheath, a third viatorr device was advanced and deployed successfully. The pt was doing well during the procedure.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specifications.